Event description:
It was reported that caller experienced a minimum fill notification while reloading cartridge that still contained about 80 units of insulin. There was no reported impact to the customer¿s blood glucose level. Caller resolved issue by reloading same cartridge, successfully loading it onto pump, and resuming insulin delivery, and no further action was documented.